Event description:
A customer observed pt sample results associated with the wrong pt demographics on the 5,1 fs analyzer. Mis-association of pt demographics and results may lead to analyzer. Mis-association of pt demographics and results may lead to inappropriate physician action. No pt results were reported. There was no pt harm, as a result of this event.